Event description:
It was reported that the patient experienced stimulation in the wrong location following exposure to electromagnetic interference from a security gate at the airport. The patient reported increased baseline pain and stimulation in her feet instead of the lumbar region. Follow-up information from a company representative indicated that impedance values were normal and after reprogramming on (B)(6) 2012, the patient experienced effective therapy in the correct area. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3998, lot #: j0546323v, implanted: (B)(6) 2005, explanted: na; extension model: 3708340, serial #: (B)(4), implanted: (B)(6) 2005, explanted: na; extension model: 3708340, serial #: (B)(4), implanted: (B)(6) 2005, explanted: na; programmer model: 37742, serial #: (B)(4); recharger model: 37752, serial #: (B)(4).